Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged that the basal history did not match the active basal program. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/31/2017 with the following findings:.no defect was found. Last basal delivery recorded in bb at 14:07 on (B)(6) 2017. Black box only contains data up to 14:07 on (B)(6) 2017 which would cause the basal totals to appear to be inaccurate for that day. Current (excluding the date of the complaint) tdd history matches basal & bolus history; basal history adds up correctly to the basal segment programmed by the user. . The pump was put on a basal program of at least 1u/hr for 24 hours during the investigation; pump history indicates the tdd was recorded accurately.